Event description:
It was reported that the customer went to the emergency room with a blood glucose level of 577 mg/dl and ketones; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released later the same day with the issue resolved and no permanent damage. A full system check was completed; no pump issues were identified. Recommendation was made to consult with a healthcare provider regarding diabetes management.